Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: an 84-year-old female patient underwent tevar (thoracic endovascular aortic repair). Severe calcification in the right eia (external iliac artery) and tortuous descending aorta was confirmed. The user approached from the right femoral artery. It was a difficult case for access, so pull-through technique was used. The delivery system of zta-pt-32-28-201-w1 (complaint device) was advanced to the target site and the user started to deploy the stent graft. While deploying the stent graft, blood pressure started to decrease, so the user finished deployment quickly and removed the delivery system. Then the user angiographically confirmed blood leakage from the right eia. He placed gore's excluder leg to treat the damage in the right eia, but the patient went into cardiac arrest. The patient received pcps (percutaneous cardiopulmonary support) and was delivered to the ICU (intensive care unit). Review of the device history record gave no indication of the device being produced out of specification. According to the IFU (instructions for use), anatomical requirements for endovascular treatment include minimal calcification in iliofemoral access vessel. Also, per IFU, particular care should be exercised in areas of stenosis or calcified vessels. IFU also states that the safety and effectiveness of zta have not been evaluated in the following patient populations: access vessels that preclude safe insertion. No imaging was provided for the investigation. Based on the provided information it is likely that insertion of the device through severe calcification in the iliac artery may have caused the reported vessel injury resulting in blood pressure decrease and cardiac arrest. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Description of event according to initial reporter: an 84-year-old female patient underwent thoracic endovascular aortic repair. Severe calcification in the right external iliac artery and tortuous descending aorta were confirmed. The user approached from the right femoral artery. It was a difficult case for access, so pull-through technique was used. The delivery system of zta-pt-32-28-201-w1 was advanced to the target site and the user started to deploy the stent graft. During deploying the stent graft, blood pressure started to decrease, so the user finished deployment quickly and removed the delivery system. Then the user angiographically confirmed blood leakage from the right external artery. The physician placed a non-cook gore's excluder leg (12cm x 10cm) to treat the damage in the right external iliac artery, but the patient went into cardiac arrest. The patient received percutaneous cardiopulmonary support and delivered in intensive care unit. Patient outcome: the patient received pcps and is staying in ICU.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.